Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with slight haze in the right eye two days post lasik but was happy. The patient was noted to have diffuse lamellar keratitis that had a diffuse appearance and no clumping. The topical steroid dosage was increased and an oral steroid was prescribed. Additional information requested.